Event description:
Pt reports his life has been destroyed by the device and is now suicidal. Dating back to when the pt was (B)(6), he accidentally ingested the mercury amalgam during a procedure and immediately felt symptoms once he was discharged home. He experienced dizziness and vomiting among other symptoms. The pt has also read multiple similar pt reactions to this product online, and believes himself and other have been poisoned. The pt was referred to national suicide prevention.

Event description:
Additional information received from reporter for report mw5075652: reporter states that after he swallowed his amalgam filling in 1987 he has experienced pain "all over" including his brain, every day for the past 31 years. He goes on to say that he is tired and frustrated that he has to go through this and wants no other children to go through what he has gone through. He added that he believes that this filling may have made him autistic. Reporter states that he is not suicidal today ((B)(6) 2018).